Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary- the post-operative breakage of the plate could be confirmed according to the received x-rays.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on an unknown date patient stipulate pain after right forearm trauma with limited movement for 3 hours. Patient was operated for internal fixation with ulnar radial plate of right forearm on (B)(6) 2020. After the reassessment on (B)(6) 2021 it was found, the plate was broken into two(2) pieces. Revision surgery was schedule to do next week for post-operative plate breakage. This report is for one (1) 3.5mm ti lcp reconstruction plate 8 holes/112mm. This is report 1 of 1 for complaint (B)(4). Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity unknown).